Manufacturer narrative:
Additional information was received on (B)(6) 2011 stating that this lead was never explanted and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
Subsequently, additional information was received that this rv lead was explanted and will be returned. The lead will be returned to boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead revealed high ventricular pacing impedances greater than 2,000 ohms. In addition, approximately two seconds of ventricular loss of capture and noise was observed which caused inappropriate counts in the vf zone. A lead fracture was suspected on the ventricular lead and a revision procedure was to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
After the revision procedure the lead will be returned to boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.